Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as onset the patient began treatment with intraperitoneal (ip) vancomycin (2 g every 3 days), ip ceftazidime (1g per day) and oral fluconazole (50 mg per day for 39 days) for the event. Treatment with vancomycin and ceftazidime were discontinued the following day and the patient later began treatment with ip amikacin (125 mg for 24 days, frequency not reported). It was reported the patient recovered from this peritonitis event. Pd therapy was discontinued following recovery and the patient was placed on hemodialysis. No additional information is available.